Event description:
Patient was revised to address osteolysis, poly wear of the insert, and loosening of the tibial tray at both interfaces, which was causing pain. Depuy cement was used in the primary surgery.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. It is stated in physician progress notes and revision surgery note that patient is morbidly obese, having a bmi in the range of(B)(6) during the duration of her implant. This excessive weight most likely led to overloading the bone underneath the knee replacement, making the patient more susceptible to excessive osteolysis and loosening. No product problem suspected. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. The only information received was that the patient was large and had poor bone quality, resulting in the loose tibial tray. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Event description:
Pinnacle spreadsheet received. Updated lot number for the corail stem and added manufacture date as well as updated affected side.